Event description:
It was reported that the xenon light source was unable to obtain a picture on the monitor during a cystoscopy diagnostic procedure. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected field: h8. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.